Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad was found to be torn near the up arrow button. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up and down arrow buttons were intermittently responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.